Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously low glucm (glucose) result for one (1) patient sample on their unicel dxc 600i synchron chemistry analyzer. The erroneous patient result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported there were no other analyte results in question for the patient sample. The customer reported there were no other patient samples in question. A review of calibration and quality control (qc) records revealed that the customer had experienced a calibration problem the day before this event. Two quality controls yielded erratic results as well. The customer contacted bec at that time to report the problem ((B)(4)). Bubbles were observed in the t-valve tubing and the tubing appeared loose. The customer was advised at that time not to use the analyzer until service was performed by bec. However, the customer continued to use the analyzer prior to the service call (resulting in the event described in this medwatch report). The patient sample was reassayed for glucm on another analyzer in the laboratory. A higher expected result was generated and was reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the t-valve, the sample syringe, the sample probe, and the probe level sense unit. The fse verified the repairs per established procedures.